Event description:
The patient used the suspect device to check the blood glucose and obtained a result of 26 mg/dl. The patient had symptoms of hypoglycemia (shaky and dizzy) and then called 911. Emts arrived and checked the glucose at 46 mg/dl. And was taken to the hospital and given a glucose IV. Controls were not run on the system. The suspect device was replaced with new product, then authorized for return to the manufacturer for evaluation.